Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 545 mg/dl and insulin injections were administered to address the bg level. The customer did not observe any issues with the supplies. The customer changed the supplies and insulin delivery was resumed.

Manufacturer narrative:
The investigation has been completed and the reported occlusion was confirmed in the pump data. No hardware issues were observed that could have caused the occlusion. However, a different issue was found.